Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of erratic blood results. Back to back blood tests performed were 346 and 96 mg/dl. Based on parkes error grid analysis, the bias between the two results is located in zone c/d. No adverse event reported.